Event description:
Caller alleged discrepant results compared with the lab. Results as follows: week 1, inratio: 4.7, lab: 3.45; week: 2, inratio: 2.9, lab: 2.3; week: 3, inratio: 3.3, lab: 2.8; week: 4, inratio: 2.2, lab: 3.95. (Patient inrs from the last four weeks).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer results analyzed and accuracy confidence limits were met - all results. Product deficiency not established. Further action not required. As of 1/07/2009, 1 discrepant result complaint was reported for lot #223042 yielding a complaint rate of 0.000%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required as product deficiency was not established.